Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 4 similar complaints with the same failure mode for this serial number. Case: (B)(4) ¿ es - failed drawer. Case: (B)(4) ¿ medstation es - drawer failure - 7center. Case: (B)(4) ¿ drawer 1 will not open. Case: (B)(4) ¿ d-drawer failure. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the center drawer failed and could not open cubie. A field service engineer inspected the drawer, found liquid/medication spill, cleaned it, and replaced the flat flex cable on drawer 1 to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system's center drawer failed to open, preventing access to the cubie. Liquid or medication spillage was observed on top of the pickets and at the bottom of some of the boards. There were no adverse events or injuries reported based on this incident.